Event description:
The patient connector was not connected with the titanium adapter when the customer changed the transfer set. The actual sample is available. There was no patient injury or medical intervention. There was patient involvement. (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h12l05035 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Visual inspection, leak testing, clear passage testing, clamp function testing, and integrity of seal surface testing were performed with no issues noted. Dimensional inspection of the returned transfer set sample identified that the inside diameter of the patient connector of the returned transfer set sample was identified to be out of specification. Improvements were made to the mold and molding department procedures. A follow-up report will be filed if any additional relevant information becomes available.